Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was not able to program a bolus. It was reported that customer was in the hospital due to dehydration. Customer's blood glucose was 574 mg/dl. Customer was able to deliver bolus.